Manufacturer narrative:
(B)(4). Batch # m52e05. Additional information was requested and the following was obtained: the gray piece that fell off the clamp, is this piece associate with the jaw of the device or the cartridge? This gray piece is associate with the jaw of the device. Is the ecr60d available for return? Yes is the broken gray piece returning with the device or was it disposed of? No information the analysis results found that one long60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan (a) was found lodged inside the channel. Furthermore a cartridge pan (b) was received inside a plastic bag. The pan (a) was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no damaged jaw was noted during visual and functional testing. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a gastric resection (laparoscopic sleeve) procedure, after removing the second gold cartridge a gray piece belonging to the clamp fell on the operating table. Another like device was used to complete the procedure. There were no adverse consequences for the patient.